Manufacturer narrative:
Neither pt injury nor medical intervention was reported. No other pt info was provided. Gambro renal products service tech (grpts) found event history screen showed "dialysate weight incorrect caution" alarms that were cleared. The machine was working within MFR's specs.